Event description:
It was reported that a novumiq large volume pump overinfused during infusion. The expected therapy was a tacrolimus infusion over 24 hours; however, after 15 hours, it was observed that the infusion had ran dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A functional flow accuracy test was performed and the results were within specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.